Event description:
It was reported that (2) devices were used during a bronchus procedure. It was reported by the affiliate that the tlh30 instruments do not fire. Another instrument was used to complete the case. There was no consequence to the pt.